Manufacturer narrative:
(B) (4). The ge service rep inspected the system and found the seating of connectors/pcb's checked good. He reviewed the system debug log and could not identify a problem. The system is operating as intended.

Event description:
The customer reported that the system locked up and would not save images. This occurred during installation of a femoral rod. The system was rebooted and the images could still not be saved from the mainframe control panels or workstation control. No patient injury was reported.